Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. The reported patient effects of dyspnea, heart failure and recurrent mr, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the information provided a conclusive cause for the reported single leaflet device attachment (slda) cannot be determined. The reported dyspnea, heart failure and recurrent mitral regurgitation (mr) are the result of the slda. The reported treatment with medication is the result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Date of event: estimated. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported the mitraclip procedure was performed on (B)(6) 2020 to treat grade 3-4 functional mitral regurgitation (mr). Imaging was difficult. Two clips were implanted, reducing mr to grade 1. On an unspecified date, the patient returned with decompensation and shortness of breath. Echocardiogram was performed, and on of the implanted clips detached from the posterior leaflet and remained attached to the anterior leaflet, (slda). Mr increased to 3. Medication was given for decompensation. No additional procedures have been planned; however, if needed a second mitraclip procedure will be scheduled in the months to come. The patient remains stable and well. No additional information was provided.